Manufacturer narrative:
The investigation into the reported issue has been completed. The complaint could not be confirmed in the logs due to the nature of the complaint but there was no ac power connected input on the complaint date, which does not refute the complaint .the failure mode was not reproduced during testing as the console recognized ac power and charged every time it was plugged in. Additionally, the batteries were depleted down to 95% and charged back to 100%. The cause of the batteries clinically not charging was not determined since failure mode was not reproduced.

Event description:
The complaintant reported the automated impella controller (aic) had a "running on batter power" error even while the console was plugged in. This issue occurred during commercial use. There was no patient harm.